Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter via supine position, left femoral artery. It was reported that during the procedure, the helix tip dislocated at the distal end of the catheter during suction, resulting in complete pull out of the helix. The procedure was completed using another catheter. There was no reported patient injury.